Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, shaft separation occurred. The target lesion was located in the left anterior descending artery (lad). The lesion was first treated with angioplasty using an apex balloon. While removing the balloon, the guidezilla extension guide catheter separated completely inside the guide catheter. The device was removed. No further treatment was performed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter with a guidezilla shelf box and product pouch. The apex balloon catheter used in the procedure was not returned. Examination of the returned device revealed there was a complete separation at the location of the collar and shaft bond. The ptfe was pulled out of the collar and the end of the collar was damaged; however, the ptfe was still attached to the shaft. The shaft and markerband at the separated area was torn/damaged with the exposed braiding. There were multiple shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, shaft separation occurred. The target lesion was located in the left anterior descending artery (lad). The lesion was first treated with angioplasty using an apex balloon. While removing the balloon, the guidezilla extension guide catheter separated completely inside the guide catheter. The device was removed. No further treatment was performed. No patient complications were reported and the patient&#38112;status was fine.